Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital having received appropriate therapy for vf. An alert for high, out of range, high voltage lead impedance was noted. Further investigation noted that the impedance had been out of range for a long time but was in range during therapy delivery. The lead remains implanted and will be monitored.